Manufacturer narrative:
(B)(4).

Event description:
The device was explanted prophylactically following the advisory for premature battery depletion with implantable cardioverter defibrillator. No issue was reported regarding the device.

Manufacturer narrative:
A decision was made on 29 november 2016 to report all prophylactic explants that are reported to st. Jude medical (sjm). Therefore, 29 nov 2016 is used as the aware date for all prophylactic explants occurring prior to this date. The data in this report reflects data that was captured at the time the report was prepared and may reflect changes as new information is received or updates are made to the complaint database. This document contains information that is proprietary, privileged, confidential or legally exempt from disclosure. St jude medical does not consent to disclosure of the information contained in this report to any person outside of your organization. The device was prophylactically removed following the advisory notification. Although there was no allegation of a product malfunction, this is an MDR reportable complaint. If premature battery depletion occurs; it may cause or contribute to a serious injury and may result in an undetectable cessation of life support. Furthermore, surgery was performed to prevent permanent impairment or damage to body function.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.